Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text: see h10.

Event description:
It was reported that 10 bd ultra-fine¿ pro pen needles were blocked and wouldn't deliver insulin. The following information was provided by the initial reporter: "no insulin comes trough, about 10 needles per package have this problem since january with every box and different lots".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd ultra-fine¿ pro pen needles were blocked and wouldn't deliver insulin. The following information was provided by the initial reporter: "no insulin comes trough, about 10 needles per package have this problem since january with every box and different lots".